Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered an issue with the acid volume dispensed. The cse adjusted the acid pump. A siemens headquarter support center (hsc) specialist evaluated the service information. While service corrected the issue with the acid pump, the cause of the discordant results cannot be determined. An issue with the acid pump would impact all testing, rather than three isolated samples. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). Patient (B)(6) underwent cardiac catheterization. Patient (B)(6) remained in the intensive care unit. Patient (B)(6) was released after the physician requested other cardiac markers. The samples were repeated on an alternate advia centaur instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.